Event description:
It was reported that when the patient presented in the clinic for routine follow up, chest x-ray showed possible right ventricular lead dislodgement. The physician scheduled the patient for a lead revision procedure. During lead revision, the physician was unable to extract the screw after retraction due to tissue in the screw. The physician explanted and replaced the lead. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis measuring 64.5 cm with a stylet inserted. Visual and x-ray examination revealed the helix to be extended with the soft tip damaged, cuts on the insulation at 24.1 cm. From the connector pin, cuts on the suture sleeve, and an overtorqued inner coil. No conductor fractures or internal shorts were found. The reported event of unable to extract the screw was confirmed and isolated to the stretched helix and overtorqued inner coil.